Event description:
It was reported to philips that the device failed to deliver shock to the patient. The updated problem description suggests that the therapy equipment is disabled. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was initially reported that there was patient involvement. Upon further investigation, it was confirmed that the device was not in use on a patient at the time the alleged failure was observed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to deliver shock to the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported that there was patient involvement, but no adverse patient impact or serious injury was reported.